Manufacturer narrative:
H6: investigation summary : no product or photo was returned by the customer. It was reported by the customer that tubing is not allowing the fluid to run through could not be verified due to the product not being returned for failure investigation. A device history record review for model mfs141 and lot number 22039151 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set of lot. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. H3 other text : see h10.

Event description:
It was reported while using bd maxguard flow controller extension set with needleless y-site(s) there was a blockage. This occurred twice there was no report of patient impact. The following information was provided by the initial reporter: that is not allowing the fluid to run through the tubing system.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd maxguard flow controller extension set with needleless y-site(s) there was a blockage. This occurred twice. There was no report of patient impact. The following information was provided by the initial reporter: that is not allowing the fluid to run through the tubing system.